Event description:
According to the report of (B)(6) 2014. The patient has no access to sound and was seen at the clinic on (B)(6) 2014. The patient will be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.